Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain, elevated blood metal ions and bone loss in the acetabulum. The femoral stem remains implanted.

Manufacturer narrative:
.